Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was replaced due to loss of capture and high thresholds. The lead was successfully capped and replaced. The patient was in stable condition post surgery.